Event description:
It was reported the device was not discriminating for t-wave oversensing (two). There was intermittent two leading to ventricular tachycardia (vt)/ventricular fibrillation (vf) detections; therapy was aborted. No reprogramming was noted to have been done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.